Event description:
It was reported there was a loss of therapeutic effect. It was noted the stimulation felt weak and programming changes did not feel like they were increasing. It was logged the stimulation was feeling weaker than normal and this started on the day of report. It was reported the patient charged the battery to full the day prior to report and she had increased the stimulation from 3.1 to 3.6 amp and the stimulation did not feel any different and it did not feel like it was increasing at all. It was logged the patient had not tried different programs. It was noted there were no falls or traumas.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but has not sought further help. It was noted that they would seek care from their healthcare professional (hcp) when they got back to (B)(6).

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).